Event description:
It was reported that the insulin pump had a crack in the case. The blood glucose reading was 155 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4).the insulin pump was received with cracked reservoir tube lip, cracked display window, cracked display window corner, cracked battery tube threads and cracked belt clip slot at battery tube threads area.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.